Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigation team. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 18f manta was deployed in the right common femoral artery. Arteriotomy measured 8.0 x 9.0mm, no calcification or tortuosity, and a deployment depth measurement of 4 + 1. A single stick mid-femoral access was gained using micropuncture, no ultrasound. No issues were encountered advancing or exchanging procedural sheaths. Following deployment, hemostasis was not achieved. A post-angiogram revealed a dissection. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. Contralateral balloon inflations were applied, and a covered stent deployed achieving hemostasis. The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention, and local trauma to the femoral or iliac artery wall, such as dissection have been identified as adverse events related to the deployment of vascular closure devices in the IFU. As precaution: if hemostasis is not achieved following the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Additionally, procedure requirements state arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: rt cfa dissection noted and covered stent deployed. 035 balloon 10x40x135cm inflated for 10 minutes x2 inflations. Pt did not achieve hemostasis until after covered stent deployment. Pt outcome: fine, vitals stable no bleeding noted.